Event description:
It was reported that a patient underwent a laminectomy procedure on an unknown date and topical skin adhesive was used. Post-operatively, the patient developed a rash around the site of product application. The rash improved upon removal of the product. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.